Event description:
It was reported that this device was returned for annual/preventative maintenance only, however repairs were found to be needed due to missing screws. Other repairs noted include: control bar issue; calibration issue; worn screws need to be replaced; defective machined head need to be replaced; defective lever need to be replaced; defective control bar need to be replaced; defective motor need to be replaced. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the reciprocation arm and widthplate screws were worn, the machined head was stuck together with other parts, the motor speed was unstable, the position of the control bar was not correct and the unit was out of calibration. The motor, control bar, reciprocation arm, screws, pin, ball plunger, thickness control shaft, control bar, lever, and bearings were replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.